Event description:
It was reported that the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens, but the lens tore. There was patient contact, but no injury. The reporter stated another lens was not implanted, due to the patient's pupil was too constricted. Additional information has been requested from the facility, but to date none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
H6: method: lens work order search. Results: a lens work order search was performed and no similar complaint was found.